Event description:
On (B)(6) 2011, the patient reported, the down button on his infusion device is not working. He noticed the issue about 3 months ago while attempting to bolus. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.